Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a pph, staples did not form circumferentially. No "b" formation. Surgeon hand sutured and achieved hemostasis. Estimated blood loss was 500mls. Procedure extended by approximately 30 minutes.